Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was over 600 mg/dl at the time of the hospitalization and was treated with insulin. The customer reported that the display was blank. The customer stated that the display was not blank less than 30 seconds and or did not return and was blank currently. The customer stated that the contacts on the battery cap were damaged. The customer reported that the insert battery alarm did not display on the insulin pump screen. The customer was unable to complete carelink upload. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.